Manufacturer narrative:
The aquabeam handpiece was not returned for investigation as it was discarded by the hospital staff. The treatment log files were not provided despite three (3) good faith efforts. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam handpiece/lot number 24c04279 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, sj-um0101-00, rev. C, was reviewed. E22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, the aquabeam handpiece generated an e22 - motorpack error code. A second aquabeam handpiece was used, and also generated an e22 - motorpack error code. Due to the inability to resolve the issue, the treating surgeon decided to abort the procedure and switch to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.